Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter. It was originally reported that the catheter had error 85 and had no force readings. The catheter was replaced and the issue resolved. The procedure was completed without patient consequence. Upon request, additional information was provided on the event. During the procedure, the catheter was put in the left atrium and had normal numbers. As the map was being created, there was an error. The catheter was not near other catheters and this issue was not due to other catheters as the catheter was moved around the left atrium and continued to have the error along with no grams of force shown. The catheter went through the warm-up phase and was zeroed. Re-zeroing was attempted after the error but that was not helpful. Carto 3 system did not indicate to re-zero the catheter. This event was originally assessed as not reportable as this is highly detectable and posed low risk to the patient. Upon initial visual inspection of the returned complaint catheter on (B)(6) 2014, the bwi failure analysis lab noted dark red material was found inside of the pebax sleeving. After an additional inspection on (B)(6) 2014, the bwi failure analysis lab also noticed small holes on the pebax. Upon request, additional information was provided on the returned catheter condition. There was no difficulty or resistance removing the catheter from the body. The returned catheter condition was not seen prior to use, after being removed from the body or while sending it back. It was confirmed there was no harm to the patient. The small holes on the pebax are indicative of a reportable event. Therefore the awareness date is reset to (B)(4) 2014.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: carto 3 system (model# unknown serial# unknown). (B)(4).

Manufacturer narrative:
(B)(4) it was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter. It was originally reported that the catheter had error 85 and had no force readings. The catheter was replaced and the issue resolved. The procedure was completed without patient consequence. The returned device was visually inspected upon receipt and dark red residues were found inside the pebax. Further examination revealed that the pebax had a small hole. It remains unknown how the pebax was damaged. However, an internal corrective action is further investigating this issue. Then per the reported event, the catheter was evaluated for carto 3, screening test and coil disconnection tester and catheter passed all. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. No force issues were observed. The force feature was working properly. However during carto test noise were observed on electrodes 1, 2, 5, and 6. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent damage pebax from leaving the facility. The customer complaint regarding a force issue cannot be confirmed.